Manufacturer narrative:
Results: damaged foot-end cover due to contact with lift header screws. Foot-end cover sliced coil cable.

Event description:
It was reported by service report that the bed had the foot cover dropping due to lift pads falling off or splitting. The lowered foot cover banded the lift assembly screw, dimpling the cover then splicing power cord cable. There was no patient involvement or adverse consequences to report.